Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), facial paralysis ("neurological conditions or problems type: bells palsey"), rheumatoid arthritis ("autoimmune disorder ¿ type: rheumatic disease lupus/ ra"), systemic lupus erythematosus ("autoimmune disorder ¿ type: rheumatic disease lupus/ ra"), genital haemorrhage ("abnormal bleeding"), ovarian cyst ("cyst in ovaries") and uterine haemorrhage ("abnormal uterine bleeding") in a 32-year-old female patient who had essure (batch no. 626685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's past medical history included multiparous. Concurrent conditions included obesity. Concomitant products included amlodipine (norvasc), beclometasone dipropionate (qvar), carisoprodol (soma), cetirizine hydrochloride (zyrtec), diclofenac, esomeprazole magnesium (nexium), gabapentin, lamotrigine, methotrexate, montelukast (singulair), naproxen, omeprazole, prinzide (lisinopril hydrochlorthiazid), thioctic acid (lipoic acid) and tramadol hydrochloride (ultram). In 2008, 5 years after insertion of essure, the patient experienced headache ("headaches/migraines/headaches"). In 2008, the patient experienced migraine ("migraines/headaches"), depression ("psychological or psychiatric problems ¿ depression and anxiety") and anxiety ("psychological or psychiatric problems ¿ depression and anxiety"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), alopecia ("hair loss"), dysgeusia ("rrietallic taste in mouth/other ¿ metallic taste in mouth") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal discharge ("abnormal vaginal discharge/vaginal discharge"). In 2010, the patient experienced bladder disorder ("bladder or urinary problems/bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/fatigue"), nausea ("nausea/nausea"), rash macular ("rashes/rashes or skin conditions: rash with red splotches that would turn scaley"), weight fluctuation ("weight fluctuations/weight gain/loss") and exfoliative rash ("rashes/rashes or skin conditions: rash with red blotches that would turn scaley"). In (B)(6) 2010, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced dental caries ("dental problems/dental problems- rotting teeth"). In (B)(6) 2012, the patient experienced vision blurred ("vision problems/vision/eye problems, type: blurred vision") and eye disorder ("vision problems/vision/eye problems, type: fatty tissue on eye lid"). On (B)(6) 2013, the patient experienced back pain ("back pain/ back pain") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced gastritis ("gastrointestinal condition/gastrointestinal or digestive system condition type : gastritis w/ polyps") and gastrointestinal polyp ("gastrointestinal or digestive system condition type: gastritis w/ polyps"). In 2014, the patient experienced hypersensitivity ("allergic reaction/allergic or hypersensitivity reaction"). In (B)(6) 2014, the patient experienced pollakiuria ("frequent urination"). In 2015, the patient experienced nervous system disorder ("neurological condition/neurological problems"), cardiac disorder ("heart disorder / condition / congestive artery disorder") and blood disorder ("blood disorder/condition"). On an unknown date, the patient experienced facial paralysis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), mental disorder ("psychological problems"), procedural pain ("painful post-operative recovery"), hormone level abnormal ("hormonal changes") and fungal infection ("yeast infection"). The patient was treated with topiramate (topamax), ibuprofen, panadeine co (tylenol #3), analgesics, antibiotics, antidepressants, surgery (robotic assisted total laproscopic hysterectomy and bilateral salpingo-oophorectomy and cystoscopy) and surgery (oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rheumatoid arthritis, systemic lupus erythematosus, genital haemorrhage, back pain, hypersensitivity, bladder disorder, urinary tract disorder, dental caries, dyspareunia, abdominal pain lower, fatigue, alopecia, migraine, nervous system disorder, abdominal pain, vulvovaginal pain, rash macular, mental disorder, vaginal discharge, weight fluctuation, procedural pain, exfoliative rash, eye disorder, gastritis and gastrointestinal polyp was resolving, the vaginal haemorrhage, weight increased, nausea, dysgeusia, dysmenorrhoea and pollakiuria had resolved, the menorrhagia, facial paralysis, ovarian cyst, uterine haemorrhage, vision blurred, cardiac disorder, hormone level abnormal, fungal infection, depression, anxiety and blood disorder outcome was unknown and the headache had not resolved. The reporter provided no causality assessment for back pain, headache, uterine haemorrhage and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bladder disorder, blood disorder, cardiac disorder, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, exfoliative rash, eye disorder, facial paralysis, fatigue, fungal infection, gastritis, gastrointestinal polyp, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, ovarian cyst, pelvic pain, pollakiuria, procedural pain, rash macular, rheumatoid arthritis, systemic lupus erythematosus, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Secretory endometrium, focal adenomyosis and leiomyoma. Cervical mild chronic inflammation and nabothian cysts. Paratubal cysts. No evidence of malignancy. Both tubes are remarkable for a single paratubal cyst that range in size from 0.2 (right) to 1.5 cm (left) in greatest dimension and contain straw colored fluid. The lumen of the tubes are remarkable for a single metallic spring that extends into the cornu of the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and uterine haemorrhage (confirming genital haemorrhage). Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs received: new reporters, patient demographic information, product indication updated, treatment medications, event rash updated to rash macular and event visual impairment updated to blurred vision new events exfoliative rash, facial paralysis and pollakiuria added. Outcome for the events vaginal haemorrhage, dysmenorrhoea, nausea, weight increased, dysgeusia, pollakiuria updated to recovered / resolved and for events exfoliative rash and rash macular updated to recovering / resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), ovarian cyst ("cyst in ovaries"), autoimmune disorder ("autoimmune disorder"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 32-year-old female patient who had essure (batch no. 626685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's past medical history included multiparous. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced headache ("headaches/migraines/headaches"), migraine ("migraines/migraines/headaches"), depression ("psychological or psychiatric problems ¿ depression and anxiety") and anxiety ("psychological or psychiatric problems ¿ depression and anxiety"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth/other ¿ metallic taste in mouth") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced bladder disorder ("bladder or urinary problems/bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems"), tooth disorder ("dental problems/dental problems"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/fatigue"), nausea ("nausea/nausea"), rash ("rashes/rashes or skin conditions"), vaginal discharge ("abnormal vaginal discharge/vaginal discharge") and weight fluctuation ("weight fluctuations/weight gain/loss"). In 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced back pain ("back pain/ back pain") and weight increased ("weight gain"). In 2014, the patient experienced hypersensitivity ("allergic reaction/allergic or hypersensitivity reaction") and gastrointestinal disorder ("gastrointestinal condition/gastrointestinal or digestive system condition"). In 2015, the patient experienced nervous system disorder ("neurological condition/neurological problems"), visual impairment ("vision problems/vision/eye problems"), cardiac disorder ("heart disorder/condition") and blood disorder ("blood disorder/condition"). In 2016, the patient experienced rheumatic disorder ("autoimmune disorder ¿ rheumatic disease"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), mental disorder ("psychological problems"), procedural pain ("painful post-operative recovery"), hormone level abnormal ("hormonal changes") and fungal infection ("yeast infection"). The patient was treated with topiramate (topamax), surgery (full hysterectomy and bilateral salpingectomy to remove the essure device) and surgery (oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, back pain, hypersensitivity, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, abdominal pain lower, fatigue, gastrointestinal disorder, alopecia, migraine, nausea, nervous system disorder, abdominal pain, vulvovaginal pain, rash, mental disorder, vaginal discharge, visual impairment, weight fluctuation, dysgeusia and procedural pain was resolving, the vaginal haemorrhage, menorrhagia, ovarian cyst, uterine haemorrhage, rheumatic disorder, cardiac disorder, dysmenorrhoea, hormone level abnormal, fungal infection, depression, anxiety and blood disorder outcome was unknown and the headache and weight increased had not resolved. The reporter provided no causality assessment for back pain, headache, uterine haemorrhage and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, autoimmune disorder, bladder disorder, blood disorder, cardiac disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, ovarian cyst, pelvic pain, procedural pain, rash, rheumatic disorder, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 100.68 kgs. Secretory endometrium, focal adenomyosis and leiomyoma. Cervical mild chronic inflammation and nabothian cysts. Paratubal cysts. No evidence of malignancy. Both tubes are remarkable for a single paratubal cyst that range in size from 0.2 (right) to 1.5 cm (left) in greatest dimension and contain straw colored fluid. The lumen of the tubes are remarkable for a single metallic spring that extends into the cornu of the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and uterine haemorrhage (confirming genital haemorrhage). Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff's fact sheet and medical records received. Essure lot number provided. Events per pfs: "abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, blood or heart disorder/condition, hormonal changes, infection ¿ yeast infection, psychological or psychiatric problems ¿ depression and anxiety, cyst in ovaries, patient did not underwent essure confirmation test, abnormal uterine bleeding" were added. Event per mr: "abnormal uterine bleeding" was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), facial paralysis ("neurological conditions or problems type: bells palsey"), rheumatoid arthritis ("autoimmune disorder ¿ type: rheumatic disease lupus/ ra"), systemic lupus erythematosus ("autoimmune disorder ¿ type: rheumatic disease lupus/ ra"), genital haemorrhage ("abnormal bleeding"), ovarian cyst ("cyst in ovaries") and uterine haemorrhage ("abnormal uterine bleeding") in a 32-year-old female patient who had essure (batch no. 626685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's past medical history included multiparous. Concurrent conditions included obesity. Concomitant products included amlodipine (norvasc), beclometasone dipropionate (qvar), carisoprodol (soma), cetirizine hydrochloride (zyrtec), diclofenac, esomeprazole magnesium (nexium), gabapentin, lamotrigine, methotrexate, montelukast (singulair), naproxen, omeprazole, prinzide (lisinopril hydrochlorthiazid), thioctic acid (lipoic acid) and tramadol hydrochloride (ultram). In 2008, 5 years after insertion of essure, the patient experienced headache ("headaches/migraines/headaches"). In 2008, the patient experienced migraine ("migraines/headaches"), depression ("psychological or psychiatric problems ¿ depression and anxiety") and anxiety ("psychological or psychiatric problems ¿ depression and anxiety"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), alopecia ("hair loss"), dysgeusia ("rrietallic taste in mouth/other ¿ metallic taste in mouth") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal discharge ("abnormal vaginal discharge/vaginal discharge"). In 2010, the patient experienced bladder disorder ("bladder or urinary problems/bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/fatigue"), nausea ("nausea/nausea"), rash macular ("rashes/rashes or skin conditions: rash with red splotches that would turn scaley"), weight fluctuation ("weight fluctuations/weight gain/loss") and exfoliative rash ("rashes/rashes or skin conditions: rash with red blotches that would turn scaley"). In (B)(6) 2010, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced dental caries ("dental problems/dental problems- rotting teeth"). In (B)(6) 2012, the patient experienced vision blurred ("vision problems/vision/eye problems, type: blurred vision") and eyelid disorder ("vision problems/vision/eye problems, type: fatty tissue on eye lid"). On (B)(6) 2013, the patient experienced back pain ("back pain/ back pain") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced gastritis ("gastrointestinal condition/gastrointestinal or digestive system condition type : gastritis w/ polyps") and gastrointestinal polyp ("gastrointestinal or digestive system condition type: gastritis w/ polyps"). In 2014, the patient experienced hypersensitivity ("allergic reaction/allergic or hypersensitivity reaction"). In (B)(6) 2014, the patient experienced pollakiuria ("frequent urination"). In 2015, the patient experienced nervous system disorder ("neurological condition/neurological problems"), coronary artery dilatation ("heart disorder / condition / congestive artery disorder") and blood disorder ("blood disorder/condition"). On an unknown date, the patient experienced facial paralysis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), mental disorder ("psychological problems"), procedural pain ("painful post-operative recovery"), hormone level abnormal ("hormonal changes") and fungal infection ("yeast infection"). The patient was treated with topiramate (topamax), ibuprofen, panadeine co (tylenol #3), analgesics, antibiotics, antidepressants, surgery (robotic assisted total laproscopic hysterectomy and bilateral salpingo-oophorectomy and cystoscopy) and surgery (oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rheumatoid arthritis, systemic lupus erythematosus, genital haemorrhage, back pain, hypersensitivity, bladder disorder, urinary tract disorder, dental caries, dyspareunia, abdominal pain lower, fatigue, alopecia, migraine, nervous system disorder, abdominal pain, vulvovaginal pain, rash macular, mental disorder, vaginal discharge, weight fluctuation, procedural pain, exfoliative rash, eyelid disorder, gastritis and gastrointestinal polyp was resolving, the vaginal haemorrhage, weight increased, nausea, dysgeusia, dysmenorrhoea and pollakiuria had resolved, the menorrhagia, facial paralysis, ovarian cyst, uterine haemorrhage, vision blurred, coronary artery dilatation, hormone level abnormal, fungal infection, depression, anxiety and blood disorder outcome was unknown and the headache had not resolved. The reporter provided no causality assessment for back pain, headache, uterine haemorrhage and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bladder disorder, blood disorder, coronary artery dilatation, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, exfoliative rash, eyelid disorder, facial paralysis, fatigue, fungal infection, gastritis, gastrointestinal polyp, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, ovarian cyst, pelvic pain, pollakiuria, procedural pain, rash macular, rheumatoid arthritis, systemic lupus erythematosus, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Secretory endometrium, focal adenomyosis and leiomyoma. Cervical mild chronic inflammation and nabothian cysts. Paratubal cysts. No evidence of malignancy. Both tubes are remarkable for a single paratubal cyst that range in size from 0.2 (right) to 1.5 cm (left) in greatest dimension and contain straw colored fluid. The lumen of the tubes are remarkable for a single metallic spring that extends into the cornu of the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and uterine haemorrhage (confirming genital haemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of product technical evaluation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, 5 years after insertion of essure, the patient experienced back pain ("back pain/ back pain"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), tooth disorder ("dental problems"), dyspareunia ("pain during intercourse"), abdominal pain lower ("cramping"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal condition"), alopecia ("hair loss"), migraine ("migraines"), nausea ("nausea"), nervous system disorder ("neurological condition"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), rash ("rashes"), mental disorder ("psychological problems"), vaginal discharge ("abnormal vaginal discharge"), visual impairment ("vision problems"), weight fluctuation ("weight fluctuations"), dysgeusia ("rrietallic taste in mouth") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (partial hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, back pain, hypersensitivity, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, abdominal pain lower, fatigue, gastrointestinal disorder, alopecia, migraine, nausea, nervous system disorder, abdominal pain, vulvovaginal pain, rash, mental disorder, vaginal discharge, visual impairment, weight fluctuation, dysgeusia and procedural pain was resolving and the headache and weight increased had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, bladder disorder, dysgeusia, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, migraine, nausea, nervous system disorder, pelvic pain, procedural pain, rash, tooth disorder, urinary tract disorder, vaginal discharge, visual impairment, vulvovaginal pain and weight fluctuation to be related to essure. The reporter provided no causality assessment for back pain, headache and weight increased with essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: this case was converted from the conceptus database into (B)(4) on (B)(4) 2013 and was initially reported by a consumer. Further information was received on 25-sep-2017 and qualifies this previous conceptus case as reportable case by bayer. New information added: lawyers added (legal case), essure start/stop date and indication added, events added, plaintiff underwent a partial hysterectomy and then the case was upgraded to incident. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.